Event description:
Reporter alleged the test strip vial expiration date and lot number were smeard and faded. It was stated no other info on the vial could be read except for the catalog number. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.